Event description:
Healthcare professional reported a left side exchange from textured to smooth due to the concerns of the product and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one curved opening. A microscopic analysis and leak test were performed which identified one curved opening striated. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth due to the concerns of the product and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to the concerns of the product and capsular contracture, baker grade unknown. Device has been explanted.